Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the device not working and the symptom return was resolved. No further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member reported the device is not working and the patient's symptoms have returned. The family member has tried contacting the doctor, but haven't gone anywhere and have had no satisfaction. No further patient complications have been reported as a result of this event.